Event description:
Customer states that there is an alleged defect in the pump for chair and resident was allegedly flipped back out of the chair. No injury is alleged.

Manufacturer narrative:
RMA 859581906-l has been initiated for this issue. Model ih6077a serial number/date code (B)(4) age is approximately 5 months. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.